Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet, with the pump displaying a replace sensor now alarm and remaining in bg run mode; the user had been attempting to pair for approximately twenty minutes and re-entered the pairing code after toggling between g6 and g7, after which the pump began pairing. Symptoms included none reported. Outcomes included dosing interruption risk communicated by the device. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the pairing issue was mitigated through device setting toggling and re-entry of the sensor pairing code. It was concluded that the event involved a pairing failure between the sensor and the ilet that was addressed through troubleshooting, with no adverse clinical effects reported.